Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Clinical study interrupt af pm009 it was reported that following an ablation procedure with an intellanav mifi open-irrigated ablation catheter and an intellamap orion high resolution mapping catheter, the patient experienced difficulty extubating and a pericardial effusion. The patient was noted to of had a high pressure of carbon dioxide (pco2) upon extubating. The patient was confused and was therefore re-intubated. Their pco2 levels stabilized and the patient was extubated the following morning. They also noted a pericardial effusion which was drained. The event then resolved. The suspected cause was reported as "high pco2 due to chronic obstructive pulmonary disease (copd). The pericardial effusion was due to an ablation procedural complication. The devices are not expected to be returned for analysis. It was further reported that the patient also experienced a lower respiratory chest infection and was given oral antibiotics.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6). It was reported that following an ablation procedure with an intellanav mifi open-irrigated ablation catheter and an intellamap orion high resolution mapping catheter, the patient experienced difficulty extubating and a pericardial effusion. The patient was noted to of had a high pressure of carbon dioxide (pco2) upon extubating. The patient was confused and was therefore re-intubated. Their pco2 levels stabilized and the patient was extubated the following morning. They also noted a pericardial effusion which was drained. The event then resolved. The suspected cause was reported as high pco2 due to chronic obstructive pulmonary disease (copd). The pericardial effusion was due to an ablation procedural complication. The devices are not expected to be returned for analysis.